Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump received with operating currents within specifications. No unexpected battery out limit alarms noted. Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms or display ramping on its own anomaly noted. Insulin pump received with cracked case at display window corners, display window and minor scratches on lcd window.

Event description:
Cusotmer's daughter reported that the numbers on her mother's insulin pump was scrolling when she atttempted a bolus delivery. The daughter also reported a button error alarm. The mother's blood glucose was 136 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.